Manufacturer narrative:
Other relevant device(s) are: product ID: ilxch1515135, serial/lot #: (B)(4), ubd: 28-jun-2012, UDI#: (B)(4); product ID: ilxch151585, serial/lot #: (B)(4), ubd: 08-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx advantage stent graft system was implanted in the patient for an endovascular treatment of a 100 mm abdominal aortic aneurysm. An endurant cuff was also previously implanted on an unknown date. Approximately 9 years and 7 months post implant of the aneurx stent graft system the patient experienced an aneurysm rupture, an endurant cuff and limb was implanted as treatment. It was also reported that the suprarenal stents had separated from the previously implanted endurant cuff and the second cuff was placed to gain additional seal proximally.the aortic cuff and limb were implanted as treatment for the lack of proximal seal and chance of type ib distally so it was extended all the way to the hypo. No cause of the event was reported. The physician could not determine why the suprarenal stents separated on the previously implanted endurant cuff. No additional clinical sequelae were reported and the patient will be monitored.